Manufacturer narrative:
Concomitant products: 1258t-86 lead, implanted: (B)(6) 2014. Product event summary: the full lead was returned in segments, analyzed, and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Event description:
It was reported there was an right ventricular (rv) lead malfunction with a high proximal coil impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.